Manufacturer narrative:
(B)(4). It was reported that the patient was retrained on aseptic technique. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique further described as the patient not washing their hands prior to the start of peritoneal dialysis (pd) therapy. Following the break in the aseptic technique the patient had cloudy peritoneal drainage and abdominal pain. The following week, the patient began treatment with unspecified oral medication for an unknown indication. In the following month the patient was hospitalized for cloudy peritoneal drainage and abdominal pain. The patient was discharged two weeks after being admitted to the hospital. Four days later, the patient returned to the hospital for cloudy peritoneal drainage. At the time of the report, the patient was recovering from the cloudy peritoneal drainage and abdominal pain. Pd therapy was ongoing. There was no peritonitis reported and it was not possible to determine the cause for the reported symptoms. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.